Manufacturer narrative:
It is now reported that the infection was treated with oral antibiotics. This report is filed on january 22, 2019.

Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the clinic, the patient developed an infection and subsequently the device was explanted on (B)(6) 2018 and the patient was not reimplanted with a new device during the same surgery.